Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer and identified the failure mode as a defective buffer syringe valves. The fse replaced the buffer syringe valves to resolve the issue. Section a2, a4 and a5: information not provided by customer. Section e1: phone number not provided. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high sodium (na) and chloride (cl) patient results and high-quality control issues on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.